Event description:
It was reported that the patient experienced a change in stimulation since yesterday. There was no known event corresponding to the change in stimulation. The patient reported that he still had back pain coverage and typically received stimulation from both programs 1 and 2 on the programmer but when the patient turned program 1 down to 0.0 v and program 2 to 5.0 v, he did not feel stimulation. The patient also reported that when he was recharging the implantable neurostimulator (ins) last night while on program 2, he received a jolt of stimulation that continued until he decreased intensity. It was noted that this had never happened before. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Implanted: product ID 3777-60, serial# (B)(4), 2007 (B)(6) explanted: na, product typ lead, product ID 37752, serial# (B)(4), product typ recharger, product ID 37743, serial# (B)(4), product typ programmer, patient. (B)(4).